Event description:
The customer reported that on (B)(4) 2012 erroneous ferritin results, below the normal reference range, were generated on an access 2 immunoassay system for one patient. The customer indicated that upon repeat testing, the repeat ferritin result was higher and better fit the clinical picture of the patient. The actual repeat patient result was not provided by the customer. Initial ferritin results were not reported out of the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. No other assay results were questioned as part of this event. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that instrument assay quality control results did not recover within customer specifications after the event. Multiple system checks performed on the day of the event failed to meet instrument specifications. Ultrasonic error messages were re-occurring in the instrument event log. Specific patient information and sample collection/handling information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) installed a new transducer and supply line, calibrated the ultrasonics and performed pipettor alignments. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. In conclusion the likely cause of the event is hardware. However, the fse did not indicate which, if any of the components that were replaced, had caused the event.